Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope had a detached distal end. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the detached distal end was due to adhesive peeling around the bending tube caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.